Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a break situated at the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, when the device was pulled out from the hoop, the physician noted that the device was bent slightly between the hub and shaft. When it was tried to readvance, the device was separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, when the device was pulled out from the hoop, the physician noted that the device was bent slightly between the hub and shaft. When it was tried to readvance, the device was separated. The procedure was completed with another of the same device. No patient complications were reported.